Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, product type lead; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information stated no reprogramming had been done on patient¿s current device because the patient hadn¿t asked for any. It was stated the patient¿s nausea and vomiting symptoms had returned but there were no malfunctions seen and no intervention planned at the time of report. It was noted the patient was more concerned with the incontinence they had been dealing with and went on to have an trial for a device to cover that symptom and were planning to go on to have the permanent implant.

Event description:
It was reported that a patient was having issues with her device and was experiencing severe nausea and vomiting. It was noted that the patient¿s healthcare provider had made a lot of adjustments to the device but it was ¿not helping at all.¿ it was reported that the patient also had diabetes and the stomach issues were affecting the diabetes. The reporter stated that the patient was transferred to another doctor for the time being to find out what was causing the gastric problems. It was noted that the patient¿s life had taken ¿a turn for the worst¿ and the patient had a lot of pain in the abdominal and pelvic areas. It was reported that the patient had seen an urologist, had a lot of testing done, and had been put on medication to mitigate the pelvic pain. The reporter stated that the patient had heparin and lidocaine injected into her bladder. It was noted that worked for about a day and a half, but did not work well after that. It was reported that the patient suffered from uncontrollable movements due to a doctor who kept her on a medication for too long. The reporter stated that the patient was on more antibiotics and IV fluid when the device was implanted, and the patient was able to get some relief from gastroparesis symptoms for about six months after implant. It was noted that after that, gastroparesis started to get worse and worse, the patient lost time from work and family, and the patient was ¿down more than she was up and going.¿ it was reported that the patient was very depressed. It was noted that the patient had a lot of incontinence and had trouble emptying her bladder. The reporter stated that the patient¿s bladder felt full all the time. Additional information has been requested but was not available as of the date of this report. See MFR. Report #3004209178-2013-11934 for information about the patient's previous device.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).